Event description:
It was reported that a malfunction alarm, specifically malf 5, occurred with the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to continue using the current pump and a replacement pump was arranged by technical support. Additionally, the customer was guided on returning the malfunctioning pump using a pre-paid label within 10 days.